Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx standard cycle and incubation. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, concomitant product evaluation and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/10/2015 to 11/24/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for visual inspection. There is insufficient information to determine if the sterrad nx contributed to the suspect positive bi since the customer was unresponsive to further follow-up information. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. There is insufficient information to determine an assignable cause. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was trending not exceeded. The customer was unresponsive to multiple attempts to obtain additional information and suspect bi was not returned for analysis and could not be evaluated for user error. Should additional information be received at a later date, the complaint will be reopened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.